Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
ZimVie complaint number (b)(4) . DHR review was completed for the subject lot number 1289102. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR.Complaint history review was performed for the reported lot number 1289102 for similar events and one other complaint was identified. Review completed utilizing keywords: ¿Infection.¿ A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
ZIMVIE COMPLAINT NUMBER (B)(6). A4: PATIENT WEIGHT UNKNOWN / NOT PROVIDED. E1: LAST NAME UNKNOWN / NOT PROVIDED. G4: ADDITIONAL PMA/510(K) NUMBER K011028, K013227.

Event description:
IT WAS REPORTED THAT IMPLANT WAS REMOVED DUE TO INFECTION. DISCOVERED DURING CLINICAL PROCEDURE. FAILED IMPLANT @ STAGE 2. SYMPTOMS / PATIENT IMPACT: INFLAMMATION.